Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The customer was made aware of the end of life terms and the device remains at the customer site. Based on the information available and the testing conducted, the reported problem was confirmed. The cause of the reported problem could not be determined. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx monitor defibrillator indicating that, during the function test, the defibrillator does not shock either on external paddles or on the 50 ohm load. There was no patient involvement.